Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with blood glucose levels of 20 and 40 mg/dl. The customer was unresponsive and uncoordinated prior to the event. The mother also stated that the customer has been experiencing high blood glucose levels in the morning, followed by low blood glucose levels in the afternoon. The customer's health care providers advised the mother to increase the dinner boluses, and decrease the lunch boluses. In addition, the mother stated that the customer's basal rates have been changing on their own without anyone pressing the buttons. The customer was at school at the time of the call. No troubleshooting was possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.